Event description:
It was reported initially that when examining the catheter, prior to insertion, it was noted that the tip of the catheter was cracked. Upon follow up, bwi received the information on (B)(4) 2014 (which changed the alert date) that showed during supraventricular tachycardia (svt) procedure, after second ablation, the customer felt the generator pause and it felt different in her hand. The catheter was removed the catheter out and inspected. There was a char on the tip which was rinse off by saline and the crack was observed. After the additional information was provided, it was determined that the crack on the catheter was observed after the catheter was removed from the patient body and not at the beginning of the procedure and prior to the catheter insertion as was initially reported.

Manufacturer narrative:
(B)(4) it was reported that when examining the catheter, prior to insertion, it was noted that the tip of the catheter was cracked. In addition, there was charring. The returned device was visually inspected upon receipt and it was found in normal conditions. No cracks and no external damage were observed. Most likely customer saw the pu (adhesive) covering the anchor window, which is part of the deflection mechanism. Furthermore, anchor window is part of the catheter design as well. Due to the char found, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).